Manufacturer narrative:
Received unit with a blank display due to corrosion on the electronic assembly. Corrosion was found on the motor assembly as well. Unable to perform a displacement test due to blank display. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.

Event description:
The customer's mother reported via phone call that the insulin pump had been submerged in water. Caller stated that water was visible under the display. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.